Manufacturer narrative:
Concomitant medical products- model: dtba1d1, cardiac resynchronization therapy defibrillator (crt-d); implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's cardiac resynchronization therapy defibrillator (crt-d) had sounded an audible alert. A device in terrogation showed the right ventricular (rv) lead had triggered a lead integrity alert (lia) with high rate non-sustained episodes, short v-v events and oversensing noise. Reprogramming was completed and eventually the lead was capped and replaced. No patient complications have been reported as a result of this event.